Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to elevated ion levels, metallosis, and the liner showing signs of accelerated wear.